Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the outer coating of the pacing lead during slitting. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.